Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pouch was not airtight when the customer puts the liquid in it. There was a flow. There was no reported patient involvement.

Manufacturer narrative:
D1 - brand name, d2a - common device name, d2b - procode, d3 - mfg establishment name, d4 - expiration date, d4 - primary UDI number, e1 - last name, and h4 - device mfg date: correction. H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.